Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx bifurcated stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a follow-up where a type iiib endoleak was noted. There are currently no plans for re-intervention and the patient is being monitored. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the loss of seal and implant failure was determined to be anatomy related due to the tortuous aorto-iliac anatomy in combination with iliac remodeling and/or unintentional user error (inadequate overlap). There was no evidence or a repair procedure and there were no reports of further negative patient sequelae. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).